Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative bhcg results generated by the unicel dxc 600i synchron access clinical system for one pt. Customer tested a pt sample for bhcg and a result of ">1000.00miu/ml" was obtained. Upon dilution this sample gave a result of "<1000.00miu/ml". This sample was then diluted with saline in a 1:2 ratio upon which it gave a result of 0.00miu/ml and it gave the same result of 0.00miu/ml upon 1:2 dilution with wash buffer. Upon testing in a reference laboratory, this sample gave a result of 11710.00miu/ml. The erroneous results were not reported outside of the laboratory. Bci is not aware of any death, injury, or change in pt treatment connected or attributed to this event.

Manufacturer narrative:
No specimen collection or centrifugation data was supplied. Qc was run after the event at 18:34. All three levels were within established ranges. A system check report run in 2008 showed all portions within published specifications. A field service engineer (fse) was on site three days later: fse performed verification protocol and all portions passed within published specifications. Per customer update on 12/08/2008, the system has been running fine since the day of the event and no new issues or concerns have been reported. A clear root cause for this event has not been determined to date, a malfunctioned will be assumed for the purpose of this report.